Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02655 address these devices. It was reported to boston scientific corporation that two injection gold probes were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the cauterizing current from the injection gold probe (mr # 3005099803-2012-02655) became intermittent. The device was withdrawn and replaced with another injection gold probe, which was also found to be non-functional. The procedure was completed using a third injection gold probe along with the original generator. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.